Event description:
It was reported that the screw head broke during torquing in surgery. Subsequently, the screw was explanted and replaced with a larger screw.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Visual inspection of the returned screw confirmed the reported incident. A section of the screw head is fractured and completely separated from the rest of the device. A review of the manufacturing record for the screws revealed one dmrr unrelated to the current complaint. No other dimensional, functional, or material anomalies reported at inspection. Based on the current information, the most probably root cause of this reported incident is off-axis torquing of the plug.